Event description:
Removal of endosseous dental implants. Two implants were placed in sites #19 and #20 during a routine procedure on 4/7/97. The clinician reports that the failure was due to bone necrosis, poor healing and infection. The pt has periodontal disease. The pt exhibited bleeding and swelling at the time of implant failure. The implants were removed on 5/16/97. Other implant is covered under MFR report #1222315-1997-00193.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.